Event description:
It was observed that during the device evaluation, the duodenovideoscope light guide lens had a stain inside. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the stain/foreign material could not be removed by reprocessing as it was not adhered to an outer surface of the device. As to how it became adhered to the device, it is likely the light guide lens glue had peeled due to physical or chemical stress, which allowed humidity to enter the device, and cause corrosion. The foreign material could not be conclusively identified. The event can be detected by handling the device in accordance with the following IFU: tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.